Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: a complaint product sample was received on 06/23/2025 from the customer. The sample was received open with its original package, identified with product code number 050-87216a and lot number 24jr08126. The complaint product sample was disinfected. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. After further inspection, no other problems were found. No problems were found in the lines; during the inspection under the microscope a tear was found in the cassette film. After further inspection, no other problems were found. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related to the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak encountered during the patient's pd treatment. There was an air detected in cassette warning during drain 2. The patient canceled treatment, and fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporter verified the fluid leak event and said the patient did not have any harm, intervention or adverse event due to the leak. The patient was able to let the cycler dry out overnight and has been using it since with no other issues. The cycler set is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak encountered during the patient's pd treatment. There was an air detected in cassette warning during drain 2. The patient canceled treatment, and fluid was found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the reporter verified the fluid leak event and said the patient did not have any harm, intervention or adverse event due to the leak. The patient was able to let the cycler dry out overnight and has been using it since with no other issues. The cycler set is available to return as a sample.